Event description:
Additional information - it was reported that the oversensing of far r-waves also caused episodes of inappropriate automatic mode switch. Programming changes were made on 10 may 2021 to address the issue. The patient was asymptomatic and in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the patient had retrograde conduction, and the implantable cardioverter defibrillator was oversensing far r-waves on the atrial channel. Both the retrograde conduction and the oversensing led the device to interpret the rhythm as atrial tachycardia/fibrillation.